Event description:
Baxter service personnel reported an intermate in which the fill port cap was missing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual inspection of the sample noted a separated fill port cap. Therefore, the initially reported condition of a missing fill port cap was confirmed as a separated fill port cap. The root cause of this issue was determined to be manufacturing operator error during the manual assembly process. Awareness training was conducted to address this issue. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.